Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter (asd) referenced is filed under a separate medwatch report.

Event description:
This is filed for clip movement. It was reported that on (B)(6) 2017, one clip was implanted, reducing grade 2+ functional mitral regurgitation (mr) to grade <1. One day post-procedure, mr was grade 1+ on (B)(6) 2018, the patient was symptomatic, and mr increased to 2+. There was no issue noted with the implanted clip, or injury due to the implanted clip. On (B)(6) 2018, a second mitraclip procedure was performed and it was noted that the first implanted clip moved on the posterior leaflet. One clip was successfully implanted reducing mr to grade <1. Additionally, an atrial septal defect (asd) device was implanted to close the asd. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. It is possible that the patient anatomy contributed to the clip movement; however, this cannot be confirmed. The reported mr is likely due to the reported failure clip movement. The treatment appears to be related to the operational context of the procedure as one clip was successfully implanted reducing mr to grade <1. There is no indication of a product quality issue with respect to manufacture, design or labeling.